Manufacturer narrative:
Visual examination found no malfunctions. Full analysis not needed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-25409. It was reported the patient presented in the hospital with a pocket infection. The pacemaker and right ventricular lead were explanted, and a temporary pacing lead was used. The patient was in stable condition.